Event description:
It was reported that boston scientific technical services (ts) was contacted about a possible inappropriate shock. Ts discussed that the shock was appropriately delivered because the patient was in ventricular fibrillation (vf) when the device began charging. However, ts observed that the shock accelerated the patients rhythm from atrial tachycardia into atrial fibrillation, and there was significant atrial undersensing. The patient's ventricular rate accelerated again on its own to vf, and the device delivered a second appropriate shock which converted the patient's arrhythmia. The device and leads remain in service. No additional adverse patient effects were reported.